Event description:
Boston scientific received information that this right ventricular (rv) lead implanted with another manufacturer's device, exhibited low out of range shock impedance measurements less than 20 ohms. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.